Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the touchscreen became cracked. Reportedly, the cause of the crack was unknown. Additionally, the customer reported multiple, occlusion alarms. A supply change was performed to resolve the issue. Blood glucose was 336 mg/dl. Reportedly, the customer continued using the pump for insulin therapy.

Manufacturer narrative:
The failure investigation has been completed and the touchscreen issue was verified. Additionally, the failure investigation has been performed and the alleged occlusion was verified in the pump logs; however, investigation could not be completed as the cartridge was not returned.